Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaks during drain 3 of 4 of her (B)(6) 2018 treatment. The patient reported that the catheter and patient line had disconnected. Due diligence attempts were exhausted, but no additional information was provided.

Manufacturer narrative:
Changed additional information and device evaluation to yes. Added concomitant medical product and therapy date plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaks during drain 3 of 4 of her (B)(6) 2018 treatment. The patient reported that the catheter and patient line had disconnected. Upon follow up with the pdrn, it was determined that the patient completed their (B)(6) 2018 treatment, after which they went to the clinic and was given unspecified prophylactic antibiotics administered via the intra peritoneal route.